Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, one of the consoles eyes had a static. There were no related errors in the logs. The customer confirmed the other surgeon side console (ssc) had no complaint. The customer swapped the endoscopes with no change. The procedure was completed with no reported injury. The reported issue also happened on a different event date. Please refer to MFR report number (2955842-2023-11486). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting static, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not verify the problem but replaced the high-resolution stereo viewer (hrsv) liquid-crystal display (lcd) screens. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor 1 was analyzed and the reported failure was confirmed. The monitor was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. However, on the bottom right corner of the screen, the image did not look right. There was about one inch circle image which was a lighter color then the rest. The hrsv monitor 2 was analyzed and the reported failure could not be replicated. The monitor was installed and tested on the pca test system. The system started up with good image. The system was booted up in normal mode and it was left idle for 10 minutes. The system was power cycled 10 times, and no issue occurred after extensive use. This is an intermittent issue. The probable root cause of the reported issue is attributed to component failure related to electrical and fiberoptic defects. This complaint is being reported based on the following conclusion: it was alleged that the one of the ssc eyes had static. The fse replaced the hrsv monitor to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.